Manufacturer narrative:
UDI: (B)(4). The lot number was unknown; therefore, the expiration date was unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep in (B)(6) that during an arthroscopic knee procedure on an unknown date, it was observed that the button on the rigidloop adjustable device was broken. According to the report, the event occurred when the surgeon attempted to straighten the knee of the patient after fixation of the tibia screw. Another like device was used to complete the procedure with a delay of 15 minutes. There were no adverse patient consequences reported. No additional information was provided.

Event description:
It was reported by the sales rep in singapore that during an arthroscopic knee procedure on (B)(6) 2021, it was observed that the button on the rigidloop adjustable device was broken. According to the report, the event occurred when the surgeon attempted to straighten the knee of the patient after fixation of the tibia screw. Another like device was used to complete the procedure with a delay of 15 minutes. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information received, it was reported that after fixation of the tibia screw, surgeon attempted to straighten the knee of the patient. In the process of attempting to extend the knee completely, a loud pop was heard. The complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. However, a photo was provided. Upon visual inspection of the photo, it was observed that the sutures were not in the implant; also, the cortical implant was broken. A manufacturing record evaluation was performed for the finished device lot number:7l13036, and no nonconformances were identified. As part of mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications. There were no details provided as to when this failure has occurred and details of the procedure; therefore, a definite root cause for this failure cannot be determined. The photo do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause; however, the possible root cause can be related when the implant was not remains oriented in the cortex and then firmly pull to cycle the knee, the condition of the plate probably caused by the extremely force applied generating stress and a mechanical deformation. However, it cannot be conclusively affirmed. As per IFU- 111882, follow the instructions, it is necessary to confirm button deployment on the cortex and apply counter tension by pulling on graft distally to ensure button remains on the cortex (keep the button oriented across the superior aspect of the tunnel); and lock the knot. Firmly pull down on graft and cycle the knee. H10 correction narrative: b5: the event description was inadvertently not updated on the previous report; and has been updated accordingly tor reflect the correct information.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4, h4: the lot number, expiration and manufacture dates were reported as unknown on the initial report. All fields have been updated accordingly. Therefore, UDI: (B)(4).